Manufacturer narrative:
Concomitant medical products: 457453 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced device erosion and a device pocket infection. The implantable pulse generator (ipg) was explanted. The right atrial (ra) lead and right ventricular (rv) lead were capped. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.